Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was unresponsive. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of unresponsive touch screen. The overlay was replaced however the issue did not resolve. It was noted that calibration was possible by calibrating extremely off-center. The microprocessing unit (mpu) was causing the issue and it would persist, therefore due to a lack of available replacement parts the programmer was recommended to be scrapped. It was also noted that the programmer had a broken hinge plate, broken handle, broken power cord bay and broken printer drawer. The device did pass its systems tests but the mpu is corrupted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was unresponsive. The programmer was returned for service. No patient complications have been reported as a result of this event.